Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to solid black. There was no reported patient injury. The operator was trained in the device. The exoseal vcd was used in an interventional procedure with a retrograde approach and was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. An unknown 6f cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no visible calcium or plaque, no nearby stent, and no stenosis >50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. The exoseal vcd was securely locked with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped. However, the indicator window did not change to solid black color during retraction. The physician had their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. The plug could not be deployed. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a3a, a4, b5, g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change to solid black. There was no reported patient injury. The operator was trained in the device. The exoseal vcd was used in an interventional procedure with a retrograde approach and was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. An unknown 6f cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no visible calcium or plaque, no nearby stent, and no stenosis >50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath, and the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. The exoseal vcd was securely locked with the vascular sheath introducer. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until the pulsatile flow significantly slowed or stopped. However, the indicator window did not change to solid black color during retraction. The physician had their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. The plug could not be deployed. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit. The result obtained was within specification. A deployment simulation evaluation was performed, deploying the indicator wire. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was successfully deployed and the window achieved all transitions during the functional analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.